Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
A surgeon reported that an implant glaucoma filtration shunt was not filtering, so he explanted the shunt and performed a trabeculectomy. Additional information has been requested.